Event description:
Drive medical was notified of an incident involving a rollator by an email from an attorney who reported the end user was sitting on the rollator when the pin came out of the leg causing the back wheel to come out. The end user fall backwards resulting in swelling and abrasions to her knees and elbow. The end user was evaulated at an emergency room and was discharged the same day. The end user required physical therapy for their back and knees. Drive medical is currently investigating the incident, including attempting to inspect the device. An update will be filed if additional information becomes available.

Manufacturer narrative:
Received voluntary medwatch mw5187902 on (B)(6) 2026.